Manufacturer narrative:
The reported events were suture sleeve movement, insulation damage, and low pacing impedance. As received, a complete lead was returned in one piece for analysis. The reported events of insulation damage and low pacing impedance were confirmed. Visual inspection of the lead found the insulations were cut, which was consistent with procedural damage. Electrical tests found internal shorts between conductors due to the damaged insulations. The cause of the reported event was isolated to the procedural damage.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. During the procedure the suture sleeve slipped of the lead once the lead was placed and the physician began to suture. Insulation damage was noted, and the pacing impedance decreased. The lead was removed, and the procedure was completed with use of a replacement lead. The patient was stable.